Manufacturer narrative:
Other text: b3: date of event and d4: UDI number is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the devices power switch was not working and was also leaking. Patient involvement unknown.

Manufacturer narrative:
Other, other text: d3, g1, and g2 email is: (B)(6). D4. UDI, d10, h3, and h6 - evaluation codes: updated device evaluation: one device was returned for investigation. Visual inspection found the device was received in poor condition. Front cover is broken on upper left corner. Microswitch lever arm is missing. Line cord faded and worn. Pole clamp discolored. Corroded quick connect. Missing reflux plug. Cracked water tank cover on all corners. Outdated printed circuit board (pcb) and power switch. Functional testing found the device was leaking from the water tank cover. The power switch was not working correctly also. Root cause was attributed to an outdated pcb. Also too much torque while tightening the screws on the water tank cover. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.

Manufacturer narrative:
Other text: , corrected data: h6. Evaluation codes: corrected.